Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There were no excessive delivery alarms on the device. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked reservoir tube window and minor scratches on the lcd window. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level is 424 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer declined to change out the infusion set or send it back even though they were explained that the site may have been occluded. Customer advised there was a crack on the insulin pump. Troubleshooting for the cosmetic damage on the insulin pump was performed. Customer advised the top battery compartment threading has a crack and they are not sure how it happened. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.